Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-05919. It was reported the patient's scs system was explanted due to lack of effectiveness of stimulation managing the patient's pain.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of lack of effectiveness could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.